Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that a patient underwent unknown procedure on (B)(6) 2018 and suture was used. The suture broke during use. There were no adverse patient consequences reported.

Manufacturer narrative:
Pc-(B)(4). Date sent to the FDA: (B)(4) 2018. An overwrap package, a paper folder and a breakage suture were returned for analysis. During the visual inspection of the sample under 10x magnification, the swage and attachment area were as expected.the suture was inspected along of the strand the broken suture were noted. In addition, pinch marks near to the thread broken were found, appears to be by the use of a surgical instrument. According to the samples condition, the assignable cause of suture breakage is due to improper handling of the sample.